Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4202a, +20.5 diopter, intraocular lens was misloaded in cartridge and haptic tore. The reporter stated "plunger override of iol resulting in tearing of iol". No patient contact or injury. Backup lens implanted.